Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bin had failed and was not recognized as closed. A field service engineer (fse) identified that refrigerator bin row 2 bin 2 was non-functional in hardware test application (hta) diagnostics and traced the issue to a faulty lock cylinder preventing disassembly. After manually removing the locking bar, the fse replaced the irac for row 2 and confirmed proper operation in hta. The fse also replaced the top bin emergency access key barrel assembly and verified the locking bar functioned normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a refrigerator bin failure occurred. The device did not recognize the drawer as closed. Troubleshooting was performed, including rebooting the pyxis system twice; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.